Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge displayed a 100% charge for approximately 3 days, despite being in use. There was no impact to the customer's blood glucose. Although requested, the contact declined further troubleshooting.